Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the wires were exposed on the foot control device. The event did not occur during surgery. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having exposed wires was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device did not function when the foot pedal was pressed; but the cord showed no signs of damage. It was further determined that the cord was causing the device not to function. The cord was disassembled and it was observed that the wires were broken on the connector end causing the device not to function. It was further determined that the broken wires in the cord was consistent with mishandling of the device by exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.